Event description:
Cord, b. J., kodali, s., strander, s., silverman, a., wang, a., chouairi, f., koo, a. B., nguyen, c. K., peshwe, k., kimmel, a., porto, c. M., hebert, r. M., falcone, g. J., sheth, k. N., sansing, l. H., schindler, j. L., matouk, c. C., & petersen, n. H. (2020). Direct carotid puncture for mechanical thrombectomy in acute ischemic stroke patients with prohibitive vascular access. Journal of neurosurgery, 1¿11. Https://doi.org/10.3171/2020.5.jns192737. Medtronic review of the literature article found that 352 cases of mechanical thrombectomy (mt) procedure were reviewed from 2015-2018. The study was to evaluate the safety as well as radiographic and functional outcomes in stroke patients treated with mt via direct carotid puncture (dcp) for prohibitive vascular access. Of the 352 reviewed mt cases, 37 were deemed to have prohibitive vascular access. Patients with prohibitive vascular access were divided into two groups: aborted mt (abmt) after failed transfemoral access and attempted mt via dcp. There were 20 patients in the dcp group and 17 in the abmt group. Direct carotid access was successfully obtained in 19 of 20 patients. Successful reperfusion (thrombolysis in cerebral infarction score 2b or was achieved in 16 (84%) of 19 patients in the dcp group. No device malfunctions related to the solitaire were reported in the article. Four neck hematomas developed at the time of closure (during manual pressure hold or closure device deployment). 3 cases had small-neck hematomas that were successfully managed by observation only. They did not threaten the airway, change in size over time, or require surgical evacuation or prolonged intubation. The remaining case required treatment with fresh frozen plasma to normalize the patient¿s elevated international normalized ratio (warfarin). The neck hematoma remained stable in size and did not cause airway compromise. No surgical intervention was necessary.

Manufacturer narrative:
Reported patient age (82 years) is representative of the average age of all patients included in the study article information. Reported patient sex (female) is representative of the majority of patients included in the study article information. Associated with rr #: 2029214-2022-01087. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.